Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an intermittent power issue. During normal use, the pump will suddenly vibrate and shut off. The user must load, rewind, and prime the pump upon restart. The pump sometimes displays "animas" before shutting off. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, and will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 12/03/2013-device evaluation: the pump has been returned and evaluated by product analysis on 11/20/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device history from the event date could not be reviewed because the data was unavailable. No unexplained reboots were observed in the device history. The pump powered on properly, and no contamination due to moisture was observed in the battery compartment. No cracks were found in the battery compartment. A battery cap was not returned with the pump, therefore a test cap was used for all testing. The pump was exercised for 24 hours and no power loss or warnings were observed. No evidence of intermittent contact was found on the battery terminals. The pump case was opened and no evidence of moisture ingress was found.